Event description:
Alleged when he presses hi/low up at the left head siderail, the bed will actually run down and when he presses hi/low down, the bed will actually run up.

Manufacturer narrative:
Technician support asked the facilities maintenance to check the hi/low switch in the left siderail and verify that the red wire is connected to the hi/low down switch and the brown wire to the hi/low up switch. Maintenance stated the wires were reversed.